Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded discrepant results. Method: I-stat, result: 2.4, time: unk. Method: stago, result: 1.8, time: unk. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(6) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.